Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the clinic with his inflatable penile prosthesis (ipp) not performing as expected. Upon examination, it was determined that surgical intervention was necessary to remove and replace the device. The patient underwent an ipp replacement surgery. There were no patient complications.